Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found the ins battery eos or eri longevity not met, cause unknown.

Manufacturer narrative:
Please note the implantable neurostimulator (ins) serial number has been updated at this time and the manufacturing site ID has been updated from 3007566237 to 3004209178. Additionally, conclusion code no longer applies to this report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient's ins voltage was programmed to 3 v.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for motor cortex stimulation (mcs). It was reported the patient had been implanted for ten years. They complained that previous primary cells used to last more or less 4 years, whereas the single channel ins had only lasted one year. There was suspect about very high parameters: c+, 1-, 3- 180 hz 210 microseconds. A replacement was planned due to premature battery deployment. It was unknown if the surgery had been scheduled. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.